Event description:
The customer reported that the unit shut off when switching from standby to high flow therapy (hft). The customer reported that the unit was not in use on a patient. The issue was discovered during setup for patient use. The unit was swapped out. The customer contacted product support and stated the unit shut off and display went black during set up when the unit was in standby and switched to hft. It is unknown if the unit gave any audible or visual alarms. In the biomed shop the unit powered on normally. A complete performance verification test was performed with no failures and no error codes found in the event log. The customer emailed log for review. Product support advised the customer to perform extended run in to duplicate complaint, replace power switch overlay as a precaution. The customer is taking responsibility to correct/repair device. The customer has been notified to contact philips if this does not address their device issue. The biomedical engineer reported that he has tested this unit in different modes since it came to biomed shop for repair and has been unable to duplicate the problem. The biomedical engineer ordered a power switch overlay per product support recommendation. Based on information provided and/or service performed, the customer's alleged malfunction was not confirmed, or failed to meet specifications.

Manufacturer narrative:
Failure analysis on the returned power switch overlay shows that the power switch overlay was tested and no failures were identified.